Manufacturer narrative:
There is no reported complaint as this device was returned for asset inspection. The product analysis found that the device has had the following defects - white residue in a/w channel and scope connector, cracked rubber glue, dents/ scratches on cover, deep scratches in boot, crack & worn glue on lg/ob lenses and cut in switch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in air/water channel and scope connector. There was no patient involvement.